Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. Reportedly, the pump had intermittent power, there was moisture behind the display and the battery compartment was cracked. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/01/2016 with the following findings: there were unexplained pump reboot events observed in the black box. The battery compartment was cracked above and below the bumper pad. Corrosion was observed in the battery compartment and behind display lens. No damage was found to the returned battery cap. The pump powered on to a blank display screen. Moisture wsa observed on the internal components of the pump.

Manufacturer narrative:
Follow-up #2 date of submission 12/06/2016-correction to serial #.